Event description:
It was reported that during a procedure the ligasure "would not unlock and the blade would not come out." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed a derailed blade protruding from the jaw, eschar build-up in the guiding slots, and visible biological material on the jaws; evidence that it was clinically used. The reported issue was substantiated as the jaws were unable to open since the blade was dislocated/not fully retracted. Based on the way the blade was protruding, it appears that the jaws were clamped down on the blade after it was dislocated. Functional inspection of the device could not be performed as the blade could not be realigned. Based on the evaluation of the device, this type of failure can be caused by clamping on large, rigid tissue. The design of the lf4200 allows for larger bites of tissue than other devices. However, it is critical that the user does not place too much tissue in the jaws during use. If the jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.